Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for analysis. The returned psu housing has yellowed considerably and has many nicks and scratches including several on the lenses. The psu powered up without an issue and tracked through the volume. A check of the event log did not reveal any adverse events. The psu passed an accuracy test (aak) at .24 mm with a passing threshold of .35 mm but had difficulty tracking through the center of the volume possibly due to the scratched lenses. The reported event could not be duplicated by medtronic personnel. Functional and no fault found related to the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that intermittent communication between the positioning sensor unit (psu) and the trackers was present. To resolve the reported issue, the psu was replaced . The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the navigation system cannot communicate with the wireless trackers on the imaging system. It was reported that other medtronic navigation systems at the site can communicate with the imaging system. No additional information was provided. There was no patient present when this issue was identified.